Manufacturer narrative:
.

Event description:
High impedance was observed on a systems diagnostics for a vns patient's device during a review of the manufacturer's in-house programming history database. The last known diagnostics prior to the high impedance were on (B)(6) 2014 and were within normal limits. No additional relevant information has been received to-date. No known surgical intervention has occurred to-date.

Event description:
Additional information was received with the diagnostics of the patient showing high impedance and low battery. No known surgery has occurred to date.